Event description:
It was reported that during an atypical lung, stapler stops working at fourth activation (green recharge). It couldn't be reopened and jaws couldn't be opened. The user had to open and use a new other stapler that was put below the one blocked, being forced to resect a further part of tissue.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? On the apex of the lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? At the first. During which stroke did the event occur? At the end of the fourth. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes always. Was the cartridge correct inserted, did they hear the "click"? Yes. "Being forced to resect a further part of tissue" please specify the amount of additional tissue in cm. 2 cm. What does "atypical lung" mean? It is a partial resection of the lung. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. What was the quality of tissue in the area where the device was fired? Good. What were the patient's pre-op diagnosis, did he/she suffers from cancer? No. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the age and sex of the patient? Man. What is the current status of the patient? Good. Is there any other additional information you would like to share about this device or procedure? I was in or, the surgeon tried to use the reverse button, to open the trigger manually without result. The second trigger (that one for the firing) seemed to be released. After 20 minutes, he tried once more to more the jaws with the button and incredibly it has functioned. The second time the surgeon tried to open the jaws with the button, was it outside the patient, after the surgeon resected additional tissue with a new stapler? No he was inside the patient and the second stapler was on the tissue 2-3 cm beyond the first malfunctioning stapler.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.